Manufacturer narrative:
(B)(4). Additional information requested but unavailable: the event states tr45w (white reload), but a 6r45b (blue reload, lot # n4la41) was reported to be involved. What is the correct product code and lot number of the reload that could not fire: the analysis results found that one 6r45b reload was received with no apparent damage and partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload.

Event description:
It was reported that during an unknown procedure, b5lt - reducer cap was broken. Tr45w - when preparing the second firing, cannot fire. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.